Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Issue resolved at time of trouble-shooting. On 04/12/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Noted was that CT mis-labeled the dicom and post processed cds. It is likely that has been the issue. They have three navigation procedures the same day and the medtronic representative successfully loaded all 3 studies without issue. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site nurse that their navigation system showed sr manager failure which was resolved after a system re-boot. The medtronic representative, at the site, found the reported issue could not be replicated. In trouble-shooting, it noted that the site leaves the navigation system on for working days, and shuts it off on friday. Recommendation made to the site to shut the navigation system off everyday. No further details regarding the behavior were provided. There was no patient present when this issue was identified.